Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that oversensing resulting in inappropriate shock was noted in the alternate vector and after reprogramming the device to secondary vector inappropriate shocks was noted once again. No adverse patient effects were reported. A review by technical services (ts) confirmed inappropriate shock due to t wave oversensing due to a decrease and variability of r wave amplitudes in both the alternate and primary vector. Ts noted to perform in office troubleshooting to evaluate the secondary vector sensing performance. The device is currently programming to the primary vector with a risk of inappropriate shock to occur again.